Event description:
It was reported that, "pt was revised a second time due to chronic dislocation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.